Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is no longer staying attached...small magnet on the hand piece is no longer there...brush head keeps falling off - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush head was no longer staying attached to the oral-b toothbrush and the small magnet on the oral-b toothbrush hand piece was no longer there. The oral-b toothbrush head kept falling off. No injury was reported. 14-jun-2024 follow up via e-mail: the suspect product lot was ab130500956. No injury was reported.